Event description:
As reported, a portion of the plug of a 7f exoseal vascular closure device (vcd) was still in the delivery rod of the closure device as noted after removal of the device from the patient. Manual compression was then used for hemostasis. There was no reported patient injury. There were no visible signs of device or package damage prior to use. The device was stored and prepared per the instructions for use (IFU). There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath, and the sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly, and an audible click was heard. After standardized operation, the pulsatile blood flow was observed to have decreased significantly. The closure device was then withdrawn further, and the indicator window was observed to turn completely black. Then the deployment button was fully depressed and flush against the handle. No issue with or damage to the deployment lever was observed. After applying pressure for 6 minutes, the exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. After the system was removed from the body as a whole, a portion of the plug was found still in the delivery rod. The plug did not fall out of the exoseal vcd shaft upon removal from the patient, and a portion was in the delivery rod. The plug was found partially deployed and partially out of the shaft. The guidewire was not observed when the device was removed. The procedure was a cerebrovascular interventional procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. Visible calcium or plaque, access vessel tortuosity, and a stent near the puncture site were not observed. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The patient¿s body mass index was not greater than 40. The physician had achieved certification on the use of exoseal vcd. The procedure used a retrograde puncture approach. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.